Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the device was deployed in the superficial femoral artery (sfa). It should be noted that the electronic perclose prostyle instructions for use (IFU) states: do not use the perclose prostyle suture mediated closure (smc) system if the puncture site is located in the superficial femoral artery or the profunda femoris artery or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure thrombosis of small artery lumen. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. Based on the information provided, a definitive cause for the reported obstruction of flow could not be determined. It is likely that under insertion or improper insertion angle, the marker port not being in the arterial lumen or lumen got clogged contributed to the no blood flow from the marker lumen. The reported irregular appearance (didn't feel right) appears to be related to the physician¿s perception as the use of the prostyle device can have different perceptions of feel/touch based from the user or position of the device with respect to the tissue tract. In this case, it is unknown if the reported IFU deviation contributed to the reported difficulties. The subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: device code 1494- incorrect anatomy.

Event description:
It was reported that this was an arteriotomy closure of the right superficial femoral artery (sfa) using a prostyle device after a percutaneous coronary intervention (pci) procedure using a 7f sheath. Reportedly, the prostyle was advanced and positioned in the artery and blood return from the marker lumen was obtained. The foot of the device was opened, and the device was pulled back against the vessel wall; however, the physician stated that it did not feel right. The physician closed the foot, removed the device, and then reinserted it; however, there was no blood flow from the marker lumen, so the device was removed. Another prostyle device was deployed successfully; however, hemostasis was not achieved with the prostyle suture. An angiogram was taken and showed blood outside of the vessel. The prostyle suture was removed from the patient and a femostop was used to achieve hemostasis and was removed. The following day, (B)(6) 2025, the patient was using a bed pan to have a bowel movement and felt something pop at the access site (right groin) when bearing down. The access site had re-opened and bleeding was noted, so the patient was taken to surgery. It was found that there was a tear in the vessel. The vessel was surgically repaired. It was also reported that the patient had a coronary artery bypass graft (CABG) procedure a week prior in which the right common femoral artery was used for access and that is why the physician had opted to go through the sfa for this (pci) procedure. In the physician¿s opinion, the vessel tear and required surgical repair, was not related to the prostyle suture, as the suture was removed from the patient prior to the use of the femostop. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 are being filed under separate manufacturer report numbers.